Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the handswitch was unable to take a 2d shot and the mobile viewing station (mvs) indicator light was not illuminated. Manufacturing representative (rep) reset the imaging system, and the indicator led turned on and they were able to expose. This issue occurred intraoperatively and no further information available. Additional information stating that hand switch was working right now.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that checked power supply (ps1) 5vdc was low, cleaned output plug and adjusted to 5.15 from 5.01. Checked log and see switch one activated on hand switch but x-ray not enabled. Could not but replaced hand switch. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.